Event description:
It was reported that some resistance was noted as the dilatation catheter was advanced on the guide wire; however, the device was advanced to the lesion. When the dilatation catheter was pressurized, the balloon did not appear to inflate. The physician attempted to pull negative and then tried to inflate the catheter again, but the balloon still did not appear to inflate. The device was removed without any issue. Once the device was outside of the patient, it was noted that the balloon was partially inflated with air and the lumen was stretched. It was reported that when the device was removed from the packaging coil, the device was pulled on too hard and the lumen became stretched, although the actual damage was not noted prior to use. There were no patient effects.